Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and surgical procedure are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, a 3.5x18mm xience v stent was successfully implanted in the proximal left anterior descending (lad) coronary artery. Additionally, 2 non-abbott stents were implanted in the proximal lad. On (B)(6) 2014, the patient started experiencing aggravated paroxysmal chest pain. On (B)(6) 2014, the patient was hospitalized for unstable chest pain. Medication was provided. On (B)(6) 2014, the patient was hospitalized again for unstable chest pain and elevated cardiac enzymes. Reportedly, there was no stent thrombosis and no restenosis. Medication was provided and a coronary artery bypass graft (CABG) surgery was performed between the proximal lad and diagonal coronary artery. On (B)(6) 2014, the event resolved and the patient was discharged from the hospital. There was no additional information provided.